Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 330 mg/dl after receiving multiple temperature alarms while carrying the pump in his pocket. The customer also reports receiving a temperature alarm when the pump was plugged in to a power source charging. Reportedly the customer must wait hours before the alarm will clear to resume insulin delivery. The temperature conditions were "room temperature." The customer used insulin injections to address the elevated bgs and will continue use of insulin injections until the replacement pump is received.